Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that the patient received 13 inappropriate shocks due to an alleged right ventricular (rv) lead fracture. It was noted that the lead integrity alert (lia) was triggered for the rv lead due to high impedance, fast non-sustained ventricular tachycardia (vt) episodes, high sensing integrity counter (sic), and artifacts on the electrogram (egm). The rv lead was capped and replaced. In addition, it was noted that the lead noise algorithm failed to prevent inappropriate therapies. The device remains in use. No further patient complications have been reported as a result of this event.